Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump, and subsequently leaked insulin. The customer changed multiple cartridges to address the issue. Customer's blood glucose level was 125 mg/dl